Manufacturer narrative:
A customer in poland notified biomérieux of an alarm (fault code 3 ¿ incubation module temperature is too high) in association with their bact/alert® 3d incubation module incub mod left w/racks 3d [u] (ref. (B)(4); serial# (B)(6)). The customer checked the internal independent thermometer inside the incubation module and stated it read 58° c. The complaint states the customer ejected the bottles and sub-cultured them. The biomérieux field service engineer (fse) was dispatched for the repair and arrived (B)(6) 2021, and determined the incubation module would be replaced on friday (B)(6) 2021. After this service was performed, system was functioning normally. The normal incubation module set-point range for a clinical laboratory is 35° to 37° c. The instrument will alarm if the internal sensors detect the temperature is more than 2 degrees away from the set-point (low or high). Investigation: biomérieux global customer service (gcs) investigation unit requested return of the incubation module (serial number (B)(6)) on (B)(6) 2021 for further evaluation. Back up of the computer data was also requested. To date, neither has been received. The customer did submit some log files, but they did not contain data from the date of the incident. If the instrument return is received, a new investigation will be initiated at that time for the evaluation of the returned instrument. Conclusion: a systemic trend has not been identified in the complaint data for this issue (fault code 3 incubation module temperature is too high), or the manufacturing CAPA and deviation data over the last 13 months. The investigators reviewed the instructions for use (3d user manual 514818-1en1), and determined they were adequate for fault code 3. The investigators did submit a product improvement request (pld helix 5071) to enhance the directions to the user for moving the bottles.

Event description:
Product intended use: the bact/alert¿ 3d low temperature (lt) module is part of the bact/alert¿ 3d dual-t system, which is an automated microbial detection test system capable of incubating, cooling, agitating, and continuously monitoring aerobic and anaerobic culture media. Description of the issue: a customer from poland reported that he observed elevated temperatures in the bact/alert 3d incubation module incub mod left w/racks 3d [u] (ref. 210159u) serial number (B)(4). The customer reported that the thermometer showed 58¿c; therefore, 130 culture bottles were rejected by the instrument. The customer did not disclose how many patients were associated with the culture bottles. It is not known how the customer became aware of the temperature escalation as he reported that no alarm was triggered by the instrument. Global customer service requested a data backup be provided for evaluation. The customer reported a delay 8 hours to report results due to this issue. There is no indication from the customer this event impacted the patients state of health.